Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia therapy for days. The arctic sun device kept alerting patient line open. 4 adult pads connected. All lines were straight. Patient temperature (pt) was 101.6f, targeted temperature (tt) was 98.6f, water temperature (wt) was 44.1f. Walked through stop therapy, empty pads and disconnect. Disconnected and reconnect fluid delivery line (fdl). Reconnected pads holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy. Device alerted air leak, water flow rate (wfr) was bounced back and forth between 0.1-0.2 l/m and then therapy stopped. Had disconnect pads. Placed device in manual control at 39.2f. System diagnostics showed that the without pads outlet monitor temperature (t1) was 45.9f, outlet control temperature (t2) was 45.9f, inlet temperature (t3) was 45.3f, chiller temperature (t4) was 39.4f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 96 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6934.1 and pump hours were 6045.1. Had reattach pads. System diagnostics showed that the with pads in manual control outlet monitor temperature (t1) was 41.7f, outlet control temperature (t2) was 42.4f, inlet temperature (t3) was 57.9f, chiller temperature (t4) was 39.9f, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -4.4 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 45 percentage, heater was 0. Stopped therapy, emptied pads and disabled manual control. Advised device was operating within specifications in manual control with no pads. All signs point towards the pads. Advised to swap out to a new set of pads and set these aside for follow up from tm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia therapy for days. The arctic sun device kept alerting patient line open. 4 adult pads connected. All lines were straight. Patient temperature (pt) was 101.6f, targeted temperature (tt) was 98.6f, water temperature (wt) was 44.1f. Walked through stop therapy, empty pads and disconnect. Disconnected and reconnect fluid delivery line (fdl). Reconnected pads holding nowhere near clear connectors. Verified audible clicks with each connection. All lines were straight with no bends or kinks. Restarted therapy. Device alerted air leak, water flow rate (wfr) was bounced back and forth between 0.1-0.2 l/m and then therapy stopped. Had disconnect pads. Placed device in manual control at 39.2f. System diagnostics showed that the without pads outlet monitor temperature (t1) was 45.9f, outlet control temperature (t2) was 45.9f, inlet temperature (t3) was 45.3f, chiller temperature (t4) was 39.4f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 96 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6934.1 and pump hours were 6045.1. Had reattach pads. System diagnostics showed that the with pads in manual control outlet monitor temperature (t1) was 41.7f, outlet control temperature (t2) was 42.4f, inlet temperature (t3) was 57.9f, chiller temperature (t4) was 39.9f, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -4.4 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 45 percentage, heater was 0. Stopped therapy, emptied pads and disabled manual control. Advised device was operating within specifications in manual control with no pads. All signs point towards the pads. Advised to swap out to a new set of pads and set these aside for follow up from tm.